Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with a an article found through literature search. Superior oblique tendon elongation with bovine pericardium for brown syndrome; pelinska k.; journal of aapos; 2025 feb 26:104155. Concerning a report of an off-label use of tutopatch in 10 patients (children) with brown syndrome who underwent superior oblique muscle elongation surgery. Eight patients improved after the surgery; two patients needed a second surgery (one patient due to superior oblique muscle paresis and one patient due to undercorrection). This report pertains to the first patient who needed additional surgery due to superior muscle paresis.

Manufacturer narrative:
When additional information is received a follow-up med watch will be submitted.

Manufacturer narrative:
Despite repeated inquiries to the author, the review of the batch documentation could not be conducted due to missing product and patient data. The frequency analysis identified seventeen comparable complaints for the bovine pericardium product group, thus indicating a clustering. The apparent clustering identified does not result from various spontaneous reports, but rather from the description of the treatment of multiple patients in a single literature article. Therefore, it is not a true clustering that represents or could represent a trend or a signal of a potential risk to patients. This case refers to patient 3. A secondary surgery was reported for this patient, concluding from tabulated data it happened due to consecutive superior oblique paresis after surgery. Recession of the inferior oblique muscle of the affected eye was performed. No further specific information was available, however improved outcome was reported for all patients. Since no information could be obtained from the author, the case is closed. Paresis was treated by 12 mm recession of the inferior oblique muscle in the affected eye. According to the publication this event was surgery related (muscle elongation miscalculated). Therefore, rti surgical inc, d/b/a evergen and tutogen medical gmbh, a wholly subsidiary of evergen considers eye muscle paresis as not related to the tutopatch graft.